Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard winged needle pierced the catheter. The following information was provided by the initial reporter: over the weekend, we ran into several defective catheters with the same lot number. I pulled all of them from the stock room/bedside carts, noted the potential bad lot on the product label and made irelyn (distribution) aware. She is working on stocking us with a different lot #. I have the catheters in a bag on the unit along with a used catheter (and package) that is noticeably bent from the catheter being punctured. Customer response: did the product used on the patient. If yes, please describe any patient harm, injury, complication or negative outcome that occurred because of the event. Yes, the product was used on the patient. The only negative outcome was it took multiple sticks/failed attempts to achieve access due to the faulty catheters. When attempting an IV insertion with the bd catheter, it was difficult to puncture the skin. Upon closer observation, it was noted that the needle was poking through the catheter. A second product was tried (same lot #) and the same thing happened (difficulty puncturing the skin, and the catheter was not properly sitting on the needle).

Manufacturer narrative:
Investigation results: the complaint of a breach in the catheter tubing was confirmed and the cause appeared to be associated with use. One 24g insyte-n autoguard winged unit was received with evidence of use. The catheter tubing was breached and the damage was consistent with the reported needle puncture damage. Had the catheter punctured the tubing during manufacturing, the IV catheter would likely not contain blood residue as the needle would not be within the catheter tubing during the insertion process. No damage or defects were identified on the representative samples, which were received in sealed unit packages. No other complaints of needle through catheter were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.